Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 2 months after the dental implant was installed in intraoral region #23, the patient asked for its removal, because she was in pain. The 50 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii.